Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information: product registration - correction: please remove "na" and replace with correct product line: "stt-gs-003" h6: type of investigation - additional/correction: please remove: "4115" and replace with accurate code: "4114" h6: investigation findings - additional/correction: please remove "3227" and replace with accurate code: "3221".

Event description:
Subsequent to the initial MDR, correction is required.